Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26898. It was reported that the patient presented to the hospital for an atrial lead revision procedure. During previous examination of leads, it was noted that there was high pacing lead impedance on the right atrial (ra) lead. Further examination revealed that ra lead had dislodged from right atrium and coiled inside the pacemaker pocket. During the procedure to address the ra lead, the physician noticed the right ventricular (rv) lead had insulation trauma secondary to atrial lead dislodgment. Both ra and rv lead were explanted and replaced on (B)(6) 2021. There were no adverse consequences to the patient.